Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06/29/2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 10/18/2018, information was received from a patient and spouse via a manufacturer representative (rep) regarding the patient receiving morphine (0.3454 mg/day, 1 mg/ml) via an implantable pump for non-malignant pain. The patient's medical history includes chronic low back pain and obesity. The patient and their spouse insisted that the pump had never helped. The healthcare professional (hcp) had increased the daily dose on a number of occasions. There have been no discrepancies with regards to reservoir volume during pump refills. The hcp was "puzzled" as to why this patient felt they were not getting therapy. As a result, the hcp decided to refer the patient back to the implanting hcp for a catheter dye study and catheter replacement. Surgery was still pending. Please note, a dye study has not been scheduled by either hcps at this time. There have been no actions taken other than office visits and pump refills. The issue was not resolved at this time. Surgical intervention has not occurred, was planned, but not scheduled. The patient's status was alive - no injury. On 10/24/2018, additional information was received from the manufacturer representative (rep) that was confirmed with the physician. The information stated that the catheter dye study has not been performed yet and the catheter surgery was not yet scheduled. The cause has not been determined. On 11/02/2018, additional information was received from the patient via a manufacturer representative (rep). The patient reported several months of pain relief after implanting the pump last year, but has not had adequate pain relief in 2018 despite dose increases. The catheter was aspirated for a dye study on 11/02/2018. The surgeon felt increased resistance when pushing dye, and fluoroscopy did not image it in the intrathecal space. The surgeon decided to replace the entire catheter with a new 8780 on 11/02/2018. The catheter was partially explanted; surgeon described too much scarring and high risk of cerebrospinal fluid (csf) leak for removing anchor and tip segment. The issue was resolved at the time of this report. The patient's dose at the time of this report was 0.1727 mg/ml. The patient's status was alive - no injury.